Manufacturer narrative:
The device was explanted due to performance decrement and non-auditory percepts. In-situ testing showed open circuit electrodes. Analysis found damaged wires at the electrode array, consistent with surgical error. This report is submitted on march 9, 2020.

Manufacturer narrative:
This report is submitted on november 20, 2019.

Event description:
Per the clinic, the patient experienced poor performance with the device. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted (B)(6) 2019. It is unknown if the patient has been re-implanted with another device.